Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: the image becomes blurred, indistinct or noisy, the light guide fibers glass at the distal end is broken, the universal cord is broken, the light guide fibers glass at the distal end is severely broken, and the buttons are deteriorated. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the image becomes blurred, indistinct or noisy is caused by a component failure of the electronical component, the buttons are deteriorated is caused by a component failure of the main body, the universal cord is broken is caused by a component failure of the universal cord, the light guide fibers glass at the distal end is severely broken is caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor contact. The issue occurred during reprocessing. There were no reports of patient involvement.